Event description:
The user facility reported that an employee obtained an allergic reaction after contacting revital-ox resert high level disinfectant. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.